Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Year of birth provided (1952), age estimated at 70 yr/old. The expiration date is not applicable. Implant date is blank because the product is not implantable. Product information is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. A 21g flexision biopsy needle and forceps were used to biopsy the lesion. The lesion was located in the right middle lobe and was 8mm x 6mm x 8mm. The lesion was in the periphery of the lungs and the patient's airways were narrow near the lesion. Because of these narrow airways, the physician decided to "throw the needle from farther away than originally planned and he extended the sheath of the needle far out from the tip of the catheter to reach the lesion location." The patient required a chest tube. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.